Event description:
It was reported that one of the pins on the front panel connector was pushed in and would not consistently engage the monopolar connector on the handpiece.

Manufacturer narrative:
It was reported that one of the pins on the front panel connector was pushed in and would not consistently engage the monopolar connector on the handpiece. The generator was returned to the manufacturer for evaluation. The monopolar connector pin #1 (cut active) on the front panel of the generator had been damaged. Misalignment and excessive force bent the circular crimp receptacle, which is now smashed into it's housing. The monopolar probe connectors cannot fully engage with the connector on the generator. This incident was determined to be reportable based on additional info received by the manufacturer in (B)(4) 2012.